Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this cadd legacy plus pump was giving lec 1660 error. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with no damage observed. During analysis, the customer's reported problem regarding "alarming error 1660 code" was able to be duplicated, event log review confirmed that the event occurred. Power up of the pump displayed lec 1660. Simulated use was able to download event log and power up the pump to read out the pump error log. The 1660 error did not reoccur during testing of the pump during investigation. However, the event log verifies that the event occurred (one 1660 alarm has been recorded in the log). The 1660 error was noted to be watchdog reset. Service will replace the microprocessor board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.